Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that adc application was no longer working due to nfc (near-field communication) issues. As the customer was unable to scan sensor with application to obtain readings, the customer became hypoglycemic with symptoms of fatigue, blurred vision, and feeling unwell. A glucose result of 47 mg/dl was obtained on unspecified device, and the customer was treated with soda and pastry by relative. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that adc application was no longer working due to nfc (near-field communication) issues. As the customer was unable to scan sensor with application to obtain readings, the customer became hypoglycemic with symptoms of fatigue, blurred vision, and feeling unwell. A glucose result of 47 mg/dl was obtained on unspecified device, and the customer was treated with soda and pastry by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. As per abbott diabetes care¿s mobile device & operating system compatibility guide, which contains smartphone compatibility information for use of freestyle librelink and freestyle libre 2 apps, the huawei y6 device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. This complaint is therefore not confirmed. This serves as a correction report as the initial MDR was inadvertently missing the investigation results. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include investigation findings.